Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1694 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (redt1694) have been reported from the same facility in (B)(6).

Event description:
It was reported that the customer inserted a powermidline on the patient on (B)(6) 2020 by an anesthesiologist. The powermidline was 20cm in length, not trimmed, inserted via the cephalic vein. The patient was receiving vancomycin and cloxacillin IV to treat endoprosthetic infection. Patient was also receiving enoxaparin injections for thrombus prophylaxis. After a while, the patient developed thrombosis symptoms. An ultrasound showed a large thrombosis on the vein extending from the insertion site to the subclavian vein. Medications were started to treat the thrombus. The powermidline was removed on (B)(6) 2020. A power PICC was placed ipsilateral on (B)(6) 2020 by different anesthesiologist with no adverse effects.